Event description:
Dealer is stating that the front riggings are worn and bent. Dealer is unaware of how they became bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.